Event description:
Occlusion in lower part of leg distal from the anastomosis [vascular occlusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician via a sales rep regarding a pt, initials unk. The pt's medical history was not provided. On an unspecified date, legoo (endovascular occlusion gel) was used during an unspecified surgery for vascular occlusion. The lot number for legoo was not provided. It was reported that after the legoo injection, there was an occlusion in the lower part of the leg distal from the anastomosis. The company assessed the event of occlusion in the lower part of the leg distal from the anastomosis as medically significant. The outcome and intensity for the event of occlusion in the lower part of the leg distal from the anastomosis was not provided. Concomitant medications were not provided. The reporting physician did not provide the relationship of legoo with the event.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the legoo is not affected by this report.